Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents, and supporting records can be performed.

Event description:
Consumer reported the string broke off of the tampon upon removal. She was able to manually remove the tampon. She did not seek medical attention, and did not experience any adverse health effects.